Event description:
It was reported during an unknown procedure the balloon ruptured. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be returned.